Manufacturer narrative:
H3: device evaluation: lens was returned dry, inside ziploc bag. Visual inspection found one of the haptics bent and residue on the lens surface. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581 - additional pi should have been included. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6,-5.0 diopter implantable collamer lens was implanted into the patients eye on (B)(6) 2020. On (B)(6) 2020 a removal and exchange was performed due to sizing and angle closure. The reporter stated " no permanent patient injury although there had been temporary angle closure necessitating additional pi's and intervention." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.